Manufacturer narrative:
The product remained implanted, therefore a product analysis could not be performed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three days after the implant of this transcatheter bioprosthetic valve, left hemiplegia was reported due to a stroke. No other adverse patient effects were reported.